Event description:
It was reported that the chronic left ventricular (lv) lead migrated after a routine device change out. The lv lead was explanted and due to patient occlusion, a new lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was visually noted that there was explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.